Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had a rash under the front therapy electrode. The patient received a prescription ointment from a physician. Follow-up indicated that the rash had healed.